Event description:
The facility reported a colleague infusion pump with a failure code of 543:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 543:320:654:0000 was confirmed by the service report and not reproduced during product evaluation. The root cause of this condition was assigned to faulty uim pcb (user interface module printed circuit board). The uim pcb was replaced to correct this condition. Failure code 543:320:654:0000 indicates slave related failures reported by the slave software (battery charge level indicator). This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.